Event description:
During an implant procedure, the leadless pacemaker (lp) was mapped and fixated. Following fixation, the lp was observed to have low sensing and inadequate capture. The physician decided to move the device to another location and with the contrast injection prior to the mapping, a cardiac perforation was observed on the mid-septum of the heart, which led to a pericardial effusion and a cardiac tamponade. As a result, a pericardiocentesis was performed to resolve the event. The lp was not implanted and the patient was stable.